Event description:
Reportedly, the balloon became detached during removal of thrombus from the basilica vein. The condition of the vein was not reported. It was further reported that the vein was opened and the balloon was successfully removed. No pt injury was reported as a result of this event.